Event description:
It was reported that the customer had a site issue and a blood glucose level of 500 mg/dl. Customer had irritation at the infusion site. Customer treated with a syringe injection and then changed the set. Customer stated that the reservoir leaked at the transfer guard during filling. Customer also stated that the insulin did leak at the reservoir snap cap. Customer was advised to use another reservoir. Customer reported that the alarm was resolved by a complete set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was inspected and the reservoir failed. The transfer guard needle was occluded. The plunger was easy to release from the stopper plunger.